Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the shock successfully terminated the rhythm. Additionally, the right atrial (ra) lead exhibited noise oversensing and pacing impedance measurements that were low and out of range. Technical services (ts) suspected a lead integrity issue and recommended a comprehensive lead evaluation. This device remains in service. No adverse patient effects were reported.